Event description:
Coupling and/or communication issues were reported. Use of an antenna was recommended to locate the feature; the patient was getting up to 50. The recharger was replaced; the tip of the electrical plug that goes in the recharger had bent and eventually broke off. The patient was able to recharge her device to full capacity after she received a new recharger. No implantable devices were explanted and replaced.

Manufacturer narrative:
The recharger was returned for analysis. Device analysis found no anomaly. The complaint was unverified.